Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The instructions for use were found adequate and states the following: h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text: the device was not returned.

Event description:
It was reported that the purewick urine collection system had motor and suction issue. The machine failed the troubleshoot. It was noted that the patient had been using this product for more than 90 days. As per follow-up via phone on 29dec2022, it was reported that the system was not suctioning and patient experienced an urinary tract infection . Patient did seek medical attention and was prescribed antibiotics. System was replaced and was working. It was unknown if the device contributed to the urinary tract infection at this time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system had motor and suction issue. The machine failed the troubleshoot . It was noted that the patient had been using this product for more than 90 days. Per follow-up via phone on (B)(6) 2022, it was reported that the system was not suctioning and patient experienced an urinary tract infection. Patient did seek medical attention and was prescribed antibiotics. System was replaced and was working. It was unknown if the device contributed to the urinary tract infection at this time.